Manufacturer narrative:
The hill-rom technician found the found the metal tab on the end of the switch to set off the alarm was below the metal arm that moves when braking to activate the alarm. Per the hill-rom service manual the totalcare bed system requires an effective maintenance program. We recommend that you perform a semi-annual preventative maintenance. Preventative maintenance will minimize downtime due to excessive wear. Test the brake casters to determine if the bed moves when you activate the brake, replace or adjust when necessary. Check the tires for cuts, wear, tread life, etc. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2015. It is unknown if the facility performed any other preventative maintenance on this bed. The technician repaired the metal tab to the right position to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from a hill-rom technician stating there was no audible brake not set alarm. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint (B)(4).